Manufacturer narrative:
H3, h6-the device is not available for evaluation. Operative notes, patient x-rays, pathology reports, and an MRI report were examined by jjpi consulting podiatrist. Pathology reports were unremarkable with no findings of foreign bodies or foreign body reaction. Examination of op notes, x-rays, & MRI report determined patient's swelling and discomfort likely due to instability at the osteotomy where the fixation was not appropriate for the type of bone and technical error in the formation of the osteotomy and subsequent fixation.

Event description:
Pt experienced pain and swelling following a bunion correction procedure which was performed on 11/18/94. A subsequent MRI evaluation is reported to have demonstrated degeneration within the first metatarsal at the site of the osteotomy and along the course of the pin. Surgery was performed on 11/17/95 and k-wires inserted at the osteotomy site.